Event description:
A user facility reported that an xlung kit blood leak occurred during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The leak was coming from an unspecified location on the pump head of the kit. There were no novalung console alarms associated with the reported leak. The event resulted in approximately 50 ml of blood loss. The blood loss did not result in any serious patient injury or harm, or the need for medical intervention. The lot number of the xlung kit was unknown, and the sample was reportedly discarded. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an xlung kit blood leak occurred during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The leak was coming from an unspecified location on the pump head of the kit. There were no novalung console alarms associated with the reported leak. The event resulted in approximately 50 ml of blood loss. The blood loss did not result in any serious patient injury or harm, or the need for medical intervention. The lot number of the xlung kit was unknown, and the sample was reportedly discarded. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
Plant investigation: a complaint sample was not returned for manufacturer evaluation. A review of the device history record (DHR) could not be performed as no batch number was provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The exact failure location could not be confirmed. There are three possible leak locations on the pump head: the housing, the outlet, and the inlet of the pump head. To cover all possible failure locations, a retraining of the production employees took place. As an evaluation of the sample could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed.